Event description:
It was reported that the histogram data and the quick look do not show the pacing percentage information. The save to disk was requested for evaluation of the issue. The device remains in use. No patient complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Undefined resistance was noted. The weekly log data in save to disk file (B)(4) show 58 weeks of missing impedance measurement data for minimum and maximum atrial pace bipolar impedance between (B)(4) 2011 and (B)(4) 2012.